Event description:
New information received indicated that there was no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of backup mode was confirmed in the laboratory and was due to magnetic resonance imaging (MRI). Further analysis found device image was severely corrupted and no data could be retrieved. Product code download was performed, but was unsuccessful, consistent with hybrid circuitry damage due to MRI exposure.

Event description:
New information received indicated that the device was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in back-up vvi mode. It was noted that the patient had an MRI. The patient was fine and was asymptomatic. The device will be reprogrammed when the patient presents to the clinic.